Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal which resulted in inappropriate shock. The ICD was explanted and replaced. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.